Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the distal right coronary artery. A 3.50x38mm promus element drug-eluting stent was implanted to treat the lesion. However, a vessel dissection was noted at the distal edge of the stent. To cover the dissection, the physician then deployed a 3.00x20mm promus element stent, overlapping the previously implanted stent. No further patient complications ere reported and the patient's status was stable.